Manufacturer narrative:
Concomitant product: product ID 8637-20, serial # (B)(4), implanted: (B)(6) 2015, product type pump. (B)(4).

Event description:
Information was received from a consumer, company representative, and healthcare provider (hcp) regarding a patient receiving intrathecal compounded baclofen (concentration 500mcg/ml; dose 99.92mcg/day; lot unknown), morphine (concentration 25mg/ml; dose 4.996mg/day; lot unknown), and hydromorphone (concentration 10mg/ml; dose 1.998mg/day; lot unknown) via an implantable infusion pump. Indication for use was non-malignant pain and other chronic/intract pain (trunk/limbs). The patient had history of spinal cord stimulator and prior spine surgery. On approximately (B)(6) 2015, the patient underwent a t4 sacrum spine hardware revision/replacement. The patient and her husband reported that the hcp cut the catheter during the procedure and elected not to revise it at that time. The patient¿s husband reported that the patient subsequently experienced a seizure in the intensive care unit (ICU) as she was ¿coming out of anesthesia¿ and that the day after she had ¿strong extrapyramidal signs.¿ the patient's husband suspected the patient may have undergone acute intrathecal baclofen withdrawal due to the physician cutting the catheter. The patient indicated that she planned to speak with the managing physician to discuss a catheter revision surgery. The issue was not resolved at the time of the report. Patient status at the time of the report was unknown. Additional information was requested regarding other patient medications, actions/interventions taken to resolve the cut catheter, and event outcome. A supplemental report will be submitted if additional in formation is received. Additional information was received from a consumer and it as reported that the patient had a new pump implanted on (B)(6) 2015. The patient had 14 fusions (emergency surgeries) on her back. The patient was told the pump was leaking. The pump was left implanted, but it was reduced to minimum rate. The patient was currently receiving intrathecal baclofen 500 mcg/ml (dose 3.07 mcg/day), hydromorphone 10 mg/ml (dose 0.061 mg/day), and morphine 25 mg/ml (dose 0.154 mg/day) via the implanted pump. The patient was taking oral hydromorphone and baclofen. The patient was considering having the pump removed. The situation was being addressed by the hcp. If additional information is received, a follow-up report will be sent.